Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Patient reported left side "pain, itching, hardening, seems bent, contracture." And "has seen two physicians who diagnosed capsular contracture baker grade iii and elastomer folds¿. This is for the left side device. The device remains implanted..